Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is now reported that the patient underwent a revision on an unknown date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Radiolucent lines present at the tibial component cement bone interfaces are suspicious for loosening of the tibial component. However, bone detail is limited. The distal tibial stem is excluded from the lateral radiographs. Mild lateral subluxation of the patella, with scalloped remodeling articular surface of the lateral patellar facet at contact with the arthroplasty lateral condyle. X-rays confirm hyperextension; however, do not show cause for hyperextension or instability. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. The root cause for this issue was determined to be a design deficiency a summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Radiolucent lines present at the tibial component cement bone interfaces are suspicious for loosening of the tibial component. However, bone detail is limited. The distal tibial stem is excluded from the lateral radiographs. Mild lateral subluxation of the patella, with scalloped remodeling articular surface of the lateral patellar facet at contact with the arthroplasty lateral condyle. X-rays confirm hyperextension; however, do not show cause for hyperextension or instability. The root cause for this issue was determined to be a design deficiency a summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: medical products-headless trocar drill pin catalog# 00590102000, lot# 62938286, nexgen straight stem ext 12mm dia x 145mm,(100mm) catalog# 00598801012, lot# 62465942, nexgen rotating hinge stem tibial plate, size 2 catalog# 00588000200, lot# 62754632, nexgen rh knee tm 10mm full blk tib agmt, sz 2 catalog# 00588002210, lot# 62154786, segmental art surf, sz c, 14mm catalog# 00585003014, lot# 63011037, segmental knee poly insert, size c catalog# 00585001395, lot# 63098034, segmental distal femur, size c-rt catalog# 00585001302, lot# 63030057, segmental tm collar, for 9-16mm, 35mm catalog# 00585204035, lot# 62852863, segmental str fluted stem, 13x130mm catalog# 00585205013, lot# 62811367. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to device being still implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-04564-1 and 05061.

Event description:
It has been reported that following a total knee arthroplasty revision, the patient is experiencing hyper-extension. It is currently unknown if the patient will be revised.